Manufacturer narrative:
Customer provided instrument files and investigation is ongoing. The customer is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant partial pressure of oxygen (po2), total carbon dioxide (tco2), sodium (na), and hemoglobin (thb) results when compared to their repeat testing on another rp500 instrument using a different sample. There is no report of injury due to this event.

Manufacturer narrative:
The investigation has been completed. The investigation based on review and evaluation of data from the instrument log, aqc expected recovery, raw signal responses, reagent response curves, calibration history, and co-ox diagnostics was conducted. Upon review, the reported sensors and co-oximetry optical subsystem were stable and performing normally as expected. The root-cause of the sample discrepancies generated on the rp500e is unknown. The measurement cartridge was changed. The rp500e instrument is performing as intended and is currently operational at the customer site. The cause of the event is unknown. No systemic product problem identified.